Manufacturer narrative:
Device received with cracked reservoir tube lip and missing end cap sticker noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir area was chipping off, however they were used super glue on the crack. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the sticker on the end of insulin pump had came off and screen was scarred but they could read the screen. The customer stated that he insulin pump received random no delivery alerts. The insulin pump will not be returned for analysis.